Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 352 mg/dl, 596 mg/dl, and 222 mg/dl (aviva) 91 mg/dl (wife's compact plus meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Analysis of the returned device found that the main polyethylene (pet) junction was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
This medwatch is for the compact plus system. (B)(4).